Event description:
Procedure type: anastomosis. According to the reporter: the instrument was fired and the staples were not closed in the middle of the staple line. The anastomoses was not complete. Another instrument was used to complete the procedure. There was no extra blood loss and no extension of procedure time.